Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had experienced chest pain and had a pocket revision due to hematoma and seroma. A negative culture was obtained before revision and the patient did have a pocket drainage. The device remains in service. No additional adverse patient effects were reported.